Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred during the load sequence. Customer performed a pump reset and was able to load a new cartridge to resolve the issue. Additionally, it was reported that occlusion alarms occurred. Customers blood glucose was 285-300 mg/dl. Customer changed supplies to resolve the issue.